Event description:
It was reported that during an unknown procedure, the clips jammed at the jaw when firing. It was not reported how the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Malformed clip no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The mcm30 instrument was returned with one clip partially formed in the jaws. The instrument was cycled, fed, and formed the clips properly. It was concluded that the instrument was conforming to manufacturing specifications. It could not be determined what may have caused the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.